Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that instrument was found damaged. The instrument piece, during the practice of measuring the size of the femur, the specialist disassembled, which when put on the table, one part fell before than the other, giving notice that something was damaged. During the surgical procedure, at the time of broaching, the implant fractures. There were no issues, no alteration in the order of the procedure, the procedure was successfully completed. There was no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the instrument piece, during the practice of measuring the size of the femur, the specialist disassembled and gave me the piece, which when put on the table one part fell before than the other, giving notice that something was damaged. There were no issues, no alteration in the order of the procedure, the procedure was successfully completed. There was no harm to the patient." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿source file - novedad de servicio ceciliaagidelo galeano colectivo 510838 case# (B)(4). The photo investigation revealed that attune mes sizing/rot gde (254400525) had broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.